Manufacturer narrative:
During an internal review on 06-oct-2025, noted corrections to the 3500a initial. Added in error under b5. Event description. ¿in addition, the biosense webster, inc. Product analysis lab received a picture for evaluation and per the evaluation completion on 08-sep-2025 observed the hemostatic valve dislodged inside the hub. The bwi product analysis lab became aware of the hemostatic valve dislodged on 08-sep-2025 and have also assessed this returned condition as reportable¿. In addition, correction to h11. Additional manufacturer narrative for the explanation of codes. They should be as follows: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿hemostatic valve dislodged¿ issue. In addition, biosense webster inc. Analysis finding of the ¿hemostatic valve dislodged¿. Investigation findings: appropriate term/code not available (c22) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the photo provided. Investigation findings: results pending completion of investigation (c21) / investigation conclusions: cause not established (d15) were selected as related to the ¿device received¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and the hemostatic valve was dislodged. The device evaluation was completed on 22-oct-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub component. Further analysis under image magnification showed stress marks on the hemostatic valve. However, no damage to the silicone ring was found. A device history record was performed for the finished device batch number, and no internal actions were identified. The valve issue reported by the customer was confirmed due to the hemostatic valve condition. The potential cause of the separation of the valve could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Slowly remove or insert the dilator or other devices. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture evaluation details. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, the hemostatic valve was observed dislodged inside the hub. No external damages on the brim cap or hub were observed. A device history record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. The bwi product analysis lab received the device for evaluation on 22-sep-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Explanation of codes: -investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102)/ component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿sharp edges and a non-uniform shape that would not be suitable to enter the femoral vein without tearing tissue¿ issue. In addition, biosense webster inc. Analysis finding of the ¿hemostatic valve dislodged¿. -investigation findings: appropriate term/code not available (c22) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the photo provided. -investigation findings: results pending completion of investigation (c21) / investigation conclusions: cause not established (d15) were selected as related to the ¿device received¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and the hemostatic valve was dislodged. When attempting to insert into the dilator, the hemostatic valve of the vizigo sheath was found to be damaged. The sheath was replaced with another new one. The procedure was completed without patient's consequence. Additional information was received on 21-aug-2025. The section were the issue was observed was the hemostatic valve. The sheath was not being used on the patient. Additional information was received on 04-sep-2025. The issue was broken/cracked. The hemostatic valve was dislodged inside the hub. The brim cap / hub did not become detached from the sheath. This hemostatic valve issue was originally considered non-reportable, however, bwi became aware on 04-sep-2025 that the hemostatic valve dislodged and have reassessed the event as reportable. The awareness date for this record is 04-sep-2025. In addition, the biosense webster, inc. Product analysis lab received a picture for evaluation and per the evaluation completion on 08-sep-2025 observed the hemostatic valve dislodged inside the hub. The bwi product analysis lab became aware of the hemostatic valve dislodged on 08-sep-2025 and have also assessed this returned condition as reportable.